Event description:
Info received indicates the siderail will not latch due to a cracked end tube at the bottom of the siderail.

Manufacturer narrative:
The tech replaced the siderail end tube to repair the stretcher.